Event description:
(B)(6) 2013: time: 10:25am, blood glucose (mg/dl): 270; 2:22pm, 239; 5:12pm, 164; 6:16pm, 297; 7:58pm, 373. (B)(6) 2013: time: 10:40am, blood glucose (mg/dl): 364 - pod deactivated. The customer's mother stated that the pod was removed and there was green pus flowing from insertion site. The site was swollen red and oozing pus. The customer's mother says that it looks like the customer is having an allergy to the pods. The customer was taken to his doctor and was diagnosed with an infection. The doctor prescribed amoxicillin to treat the infection.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection or hyperglycemia. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.